Manufacturer narrative:
Based on limited information the manufacturer is reporting in a conservative manner. Not yet determined if device available

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of a memo3d #28 that was implanted on (B)(6) 2017. Patient tracking was previously aware of a memo3d #26 that was implanted in the same patient on (B)(6) 2017.

Manufacturer narrative:
More than three follow-up attempts were made to obtain further information regarding the events surrounding the explant of this device; however, the manufacturer was unable to obtain any further information. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. As the manufacturer was unable to follow up on this event, the device was not returned for analysis and no further investigation could be performed. However, according to the information available, a memo3d #26 was replaced by a memo3d #28. Based on this information, it is possible that a mis-sizing contributed to this event; however, the root cause cannot be definitively stated. Should further information become available at a later date, appropriate investigative actions will be taken. Unable to follow up; not returned.